Manufacturer narrative:
This report is being submitted to correct the b5 describe event or problem and h6 device, patient and impact codes. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was explanted due to an unknown product anomaly. Other than the procedure, no additional adverse patient effects were reported. At this time, this pacemaker has not been returned to boston scientific for further analysis. Additional information indicated that this pacemaker was electively explanted and replaced as per physician discretion. No adverse patient effects were reported. At this time, this pacemaker has not been returned to boston scientific for further analysis.

Event description:
It was reported that this pacemaker was explanted due to an unknown product anomaly. Other than the procedure, no additional adverse patient effects were reported. At this time, this pacemaker has not been returned to boston scientific for further analysis.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.